Event description:
It was reported the patient's two cervical percutaneous leads exhibited invalid impedance readings. The patient underwent surgery to address the issue and the physician noted the leads were fractured. The leads were explanted and replaced with different model leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.